Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 year, 2 months. The device is expected to return for evaluation. It had not been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported the patient stopped by the clinic on (B)(6) 2016 to say hello and the patient¿s spouse reported observing some elevated estimated pump flow values over the past couple of days. In checking the system controller event history, there were pump power elevations from (B)(6) 2016 that seemed to stabilize, followed by another elevation in pump power recorded on (B)(6) 2016. The patient¿s most recent lactate dehydrogenase (ldh) level drawn at the clinic was 489 u/l near the end of (B)(6) 2015 (exact date not provided). The patient reported a recent elevated ldh at the implanting center where the patient¿s inr goal was set to 3.0 - 3.5 and the patient was scheduled to return there for evaluation. The patient was feeling fine with no heart failure symptoms, no changes in urine color, and the pump sounds were fine. A system controller log file was submitted to the manufacturer¿s technical services representative for review. One pump power elevation of 16.2 watts was captured on (B)(6) 2016. On (B)(6) 2016, the patient had a dizzy spell upon waking up in the morning but no further dizziness throughout the day. The patient¿s mean arterial pressure was 78mmhg and the ldh was 696 u/l. Overall, the patient reported feeling great and had clear yellow urine. Review of log files noted that the pump powers have been trending upward. On (B)(6) 2016, the patient reported having cola colored urine and was directed to present to the emergency department. On (B)(6) 2016, the patient¿s ldh level was greater than 1400 u/l, with continued elevations in pump power. The patient underwent a pump exchange on (B)(6) 2016 for suspected thrombus.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed, and a correlation between the pump and the reported hemolysis could not be determined as the pump was not returned for analysis. Additionally, the report of elevations in pump power and estimated pump flow values were confirmed based on the evaluation of the system controller log files; however, a specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. The instructions for use lists hemolysis and device thrombosis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.